Event description:
It was reported that the patient was admitted to the emergency room. The patient experienced atrial fibrillation with rapid ventricular response that was not properly identified by device discriminators. The patient's implantable cardiac defibrillator (ICD) delivered inappropriate therapy. The device was reprogrammed. The patient was stable.